Event description:
The customer reported via phone call that they received a button error alarm. The customer's blood glucose was 184 mg/dl. The customer reported jumping into the pool prior to the alarm occurring. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. Unable to verify button error alarm due to blank display anomaly. Unable to perform the displacement test due to blank display anomaly. Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.